Manufacturer narrative:
(B)(4). On an unknown date during hospitalization in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with automated peritoneal dialysis therapy. During hospitalization for an unrelated event, the patient was diagnosed with bacterial peritonitis. The cause of the bacterial peritonitis was unknown. Beginning on an unreported date in the same month as hospitalization began; the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment with vancomycin was discontinued on an unreported date in the same month this report was received. On an unreported date in the same month as hospitalization began and after an unknown number of days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.